Event description:
Followup information indicates the patient was seen in the hospital by an electrophysiologist and it was determined that the atrial lead was functioning properly and the fall was not related to a lead malfunction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient fell during a syncopal episode and received stitches on the head. It was also reported that there was no capture in the atrium in both polarities at maximum outputs, and there was also no sensing in both configurations. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead (B)(6) 2000. (B)(4).